Event description:
A medtronic representative reported a site navigation system that became unresponsive when using ent application and after a procedure is selected in the software. No further details were provided. In trouble-shooting, the system was re-booted, synergy cranial launched properly and there were no issues navigating through the software. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement field generator/emitter shipped to site (B)(4) 2014. Medtronic investigation of returned suspect emitter finds that when the field generator is connected, the cranial software becomes unresponsive. The navigation tab has red status and has error "axiem emitter memory error". Diagnostics shows a fault on all 9 coils. Electrical failure - red status/no tracking caused the issue. Issue was replicated. - (B)(4) 2014 a medtronic representative performed a navigation system check-out, software and instrument areas passed. Axiem emitter was replaced, issue resolved. System performed as intended. - software investigation completed; finding that the when the field generator is connected, system becomes unresponsive as a result of axiem memory error. Software is functioning as designed.